Event description:
It was reported that this pacemaker exhibited far field oversensing. Technical services (ts) also noted the r-waves were intermittently low in amplitude. Only 1% v paced currently so not creating issue at present. Ts recommended changing the programming to reduce oversensing. This pacemaker remains in service. No adverse patient effects were reported.